Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 at 20:36:21. During night drain cycle three, the patient's ultrafiltration reading was 1353ml, indicating the home patient (hp) drained 1353ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detect and use error, clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide. Section 12 "programming a prescription" in 12.3.3 on page 12-6 gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.